Manufacturer narrative:
Diopter +18.50, silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found one loop haptic bent. There was evidence of dry clear surgical residue. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon used an aq2010v +18.50 three piece silicone lens. The physician noticed the lens kinked while advancing the lens in the injector, there was patient contact but the was not inserted into the eye. There was no patient injury. Cause of lens damage is unknown. Backup lens was implanted, same model and size.

Manufacturer narrative:
(B)(4)